Manufacturer narrative:
H3. Device evaluation summary: product analysis # (B)(4): part # 6973000, lot # em19j029. Visual and optical inspection confirmed the tip of the inserter handle is cracked. The damage is consistent with overload as the mechanism of failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a device used for cervical disc arthroplasty. It was reported that the part of the instrument that holds the implant was cracked. There was no patient involved.